Event description:
It was reported that a patient was undergoing a laparoscopic supracervical hysterectomy on (B)(6) 2012. A total laparoscopic hysterectomy could not be done because of a ureter abutting the uterosacral ligament. The handpiece would not morcellate. Another handpiece was used. Additional information was requested.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - poor blade performance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-03781 and 2210968-2012-03782. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.